Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "bending or fracture of the implant."

Event description:
It was reported that during an unknown procedure on (B)(6) 2015, the anchor introducer snapped during insertion, then a second anchor introducer bent during insertion. Another anchor was used to complete the procedure. No fragments fell into the patient. No additional holes were drilled.